Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had experienced a high blood glucose level of 471 mg/dl. The customer declined troubleshooting for the high blood glucose level because he knew it was due to a detachment issue and a high carb meal the night before. The customer treated with the insulin pump and was able to bring down his blood glucose level. The customer stated that two different sites came apart and the infusion set was detached while he was sleeping. The customer mentioned that the line pulled right out. Troubleshooting was performed for the infusion set tubing detachment. The customer was advised to do an infusion set change. The insulin pump will not be returned for analysis.